Manufacturer narrative:
Concomitant medical product: product ID :8709, lot#: l56458, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-sep-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml via a dose rate of 772 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the hcp had received a call from an external hospital stating that this patient has had multiple fusions in the past and they are going to remove her hardware because of some infection around the hardware site. The hospital was removing the patient's hardware and would also like to remove the pump for as part of that. The hcp wanted to give them information on dosing and oral baclofen. It was further reported that the possible infection was in the back / catheter area. The hcp had not spoken to the hospital yet on the details of the infection. No further patient complications have been reported as a result of this event.